Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured which is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and slight damages were noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A hypotube break was also noted during device examination at 220mm from the distal end of strain relief. The types of damages noted are consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed using a 2.5x20mm balloon catheter. A 3.00 x 28 synergy ii stent was advanced but resistance was encountered and the device failed to cross the lesion. When the device was removed, it was noted that the hypotube was broken. The procedure was completed with another device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed using a 2.5x20mm balloon catheter. A 3.00 x 28 synergy ii stent was advanced but resistance was encountered and the device failed to cross the lesion. When the device was removed, it was noted that the hypotube was broken. The procedure was completed with another device. No patient complications were reported and the patient's status was good.